Manufacturer narrative:
A product investigation was performed for this device. The actual device was not returned to the manufacturer for evaluation. The root cause of the non-union is undetermined. The radiographic and clinical data were reviewed by a sign orthopedic surgeon. This failure does not indicate a defect in the product. A minimal risk is associated with this failure. Sign fracture care international continues to monitor these events as part of our post market surveillance activities.

Event description:
We became aware on (B)(6) 2017 that a sign im nail implanted to repair a fracture was replaced due to a non-union. The im nail was replaced with a 10 mm x 360 mm standard nail per the sign technique manual. Surgeon comment: "patient had exchange nailing and bone grafting for pain and a non united left femur fracture previously treated with a sign nail (previous nail used was most likely too small). Exchange nailing using a bigger nail was done with additional cancellous bone grafting harvested from the ipsilateral proximal tibia."